Event description:
Customer reported that the needle broke during the second pass through the fascia. X-rays were taken to locate the device and then the incision was extended to retrieve the fragment.

Manufacturer narrative:
Result: the returned actual needle was evaluated. A visual inspection of the attachment side of the sample using a scanning electron microscope (sem) revealed gouges on the attachment end of the needle and around the break area produced during handling by the surgical needle holders or some other gripping device. Conclusion: the needle fractured in a ductile manner due to tensile overload generated during severe mechanical deformation. Signs of ductile behavior are seen; shear lips on the fracture surface, and a fracture mode of microvoid coalescence when viewed at a magnification of 2000x. Result: the needles from five returned unopened packages of product were tested for strength and passed ethicon's requirements. Conclusion: no finished goods non-conformances relating to the event were identified.